Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was offline. A field service engineer replaced cables to resolve the issue. There was an intermittent disconnection with the drawers, causing them to go off line randomly. Each time the system was moved, the drawers would disconnect. After extensive troubleshooting, it was determined that one of the usb cables was shorting internally. The cable was replaced, and all tests confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawers were frequently offline at this cabinet. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.